Manufacturer narrative:
Investigation complete: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146047 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false negative results observed. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m146047 and test base part number 190-430 / lot m146047. Quality control release testing met specifications with no false negative results observed.. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.004%. Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02069. Address: (B)(6).

Event description:
The customer reported two (2) false negative results with the ID now covid-19 assay performed with multiple patients. This MFR. Addresses patient two (2) of two (2). The customer reported a false negative result on a nasopharyngeal swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed on (B)(6) 2021 on a nasopharyngeal and throat swab and generated positive results. Per the customer, there was no patient harm due to test results.